Manufacturer narrative:
A getinge field service engineer (fse) evaluated upon arrival noticed the iabp pressure waveform not showing. Ordered parts to repair. Replaced kit, display monitor to video generator board(d040-00-0456). Full pm, calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
It was reported that during patient use the cardiosave intra-aortic balloon pump (iabp) waveform does not show up or shows blue. They moved to external monitor to view abp waveform. There was no patient harm or injury.

Manufacturer narrative:
A supplemental will be submitted on completion of investigation.